Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after implanting the right ventricular (rv) lead the physician saw "what appeared to be a 'separation' in the coil." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.